Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the alleged issue (inaccurate erratic) was not confirmed when testing with control solution during investigation. The test strips associated with this complaint has also been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
The lay user/patient¿s meter has been returned on (B)(6) 2014 and evaluated by lifescan product analysis on (B)(6) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one ultralink meter read inaccurately erratic when performing consecutive blood glucose tests. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged inaccuracy began ¿2 months ago¿ around ¿4:30 p. M.¿ at an unspecified date/time, the patient obtained blood glucose readings of ¿100, 500, 187 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 20%. The patient manages her diabetes with an insulin pump. The patient claimed right before the alleged inaccuracy occurred; she developed symptoms of ¿cold and shaking¿. The patient stated that she had more food/drink and went into the emergency room (ER) where her blood glucose was tested and obtained a reading of ¿187 mg/dl¿ with the ER/hospital meter. The patient claimed she was treated by a health care professional (hcp) with ¿IV fluids¿. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. Although it is not clear what the blood glucose results were prior to the onset of the symptoms, the patient stated the symptoms continued after the alleged issue occurred. This complaint is being reported because the patient reportedly continued to have signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (09/12/2014). The lay user/patient¿s test strips have been returned on 09/09/2014 and evaluated by lifescan product analysis on 09/10/2014 with the following findings: the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.